Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the implantable cardiac monitor (icm) could not be interrogated by the programmer even after a second programmer was used. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. A review of the save to disk revealed that the device incurred many crystal errors in the field. However, hybrid analysis did not confirm the failure because the crystal error count registers were cleared during final functional testing. There was no observation of an abnormal condition that would have resulted in crystal errors. The device functioned nominally. The cause of the reported telemetry issues was not determined. No hybrid anomalies were found. If information is provided in the future, a supplemental report will be issued.